Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an ileostomy and pelvic excision procedure, the device was not sealing vessels effectively. A new device of the same type was utilized to complete the procedure, and no patient injury occurred.